Event description:
The following event originated from a social media platform, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported a diagnosis of diastolic heart failure occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. At a later time, the patient disclosed on a third-party, moderated online research community forum that they had recently been diagnosed with early-stage diastolic heart failure following the implantation of the watchman device. No additional clinical details or supporting documentation were provided.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.